Event description:
Patient in interventional radiology (ir) for CT guided renal biopsy. Md used a new micropuncture set which included an extra long guidewire. When the wire was removed, it was unexpectedly kinked. It was later discovered during an or procedure that there was retained piece of guidewire, 1-2 cm long. It is with fair certainty that the piece of wire was retained during the previous ir procedure. It is suspected that the micropuncture set was defective - the wire kinked and the trochar (stiffener) sharpened and sheered off which should not happen.